Event description:
The staff was lifting a resident to the bed. The actuator shaft (on the uno lift) buckled. The resident was over the bed when the incident happened. The resident landed on the bed and was not hurt. The wrong actuator was used on the lift for 6 months prior to the incident.

Manufacturer narrative:
Pursuant to identifying a reportable event involving the uno mobile lift, co has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.